Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 457453 implantable pacing lead - 2012 (B)(6). (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was reported that the doctor was fully aware of the patient's complaint of feeling nerve sensations and spasms, but no interventions have been done. It was noted that no allegations were made against the performance of the device from the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient's daughter called to report that the lead is hitting the patient's nerve and causing spasms. The lead remains in use. No patient complications have been reported as a result of this event.